Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. There are no allegation of a device malfunction; therefore, visual, dimensional and functional testing was not performed. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; however,the reported patient stroke and complications of neurological deficits are covered in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that a patient underwent successful stent-assisted embolization of an aneurysm located in the left middle cerebral artery. Eleven days post-procedure, the patient was referred to another hospital with a sensomotoric hemiparesis. MRI (magnetic resonance imaging) revealed a new ischemia in the left basalganglia/ anterior circulation infarct. Although the patient had multiple previous minor strokes and a persistent foramen oval, according to the physician, the reason for the new ischemia might be found in the incompliance of the patient since she did not take clopidogrel at the day of admission. The date the patient stopped on taking clopidogrel is unknown. According to the clinical events committee (cec), there was a relationship of the adverse event of ischemic stroke to the subject stent. The adverse event of ischemic stroke was resolved with sequelae approximately 2 month-post-procedure.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a patient underwent successful stent-assisted embolization of an aneurysm located in the left middle cerebral artery. Eleven days post-procedure, the patient was referred to another hospital with a sensomotoric hemiparesis. MRI (magnetic resonance imaging) revealed a new ischemia in the left basalganglia/anterior circulation infarct. Although the patient had multiple previous minor strokes and a persistent foramen oval, according to the physician, the reason for the new ischemia might be found in the incompliance of the patient since she did not take clopidogrel at the day of admission. The date the patient stopped on taking clopidogrel is unknown. According to the clinical events committee (cec), there was a relationship of the adverse event of ischemic stroke to the subject stent. The adverse event of ischemic stroke was resolved with sequelae approximately 2 month-post-procedure.